Event description:
It has been reported per field service report: pump was on pt. Symptom- short battery run time. Findings/action taken: found console would pump 40 minutes, then 20 minute alarm, then shuts off 30 seconds after ¿20 minutes¿ alarm. Replaced battery. Led on power switch doesn¿t illuminate. Replaced power switch. Display head rear lever broken. Will order display head, ship to customer. Software level: 2.24.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.